Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacture representative (rep) implanted with a neurostimulator (ins). It was reported that the patient was siting watching tv a few days prior and the device randomly started ¿zapping¿ her. She turned the device down and issue persisted. The patient turned device off and device remained off. The rep was trying to setup reprogramming with the patient to check device. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informational was received. Medtronic representative stated that the cause of the device randomly started zapping was unknown and that as for intervention, the device was turned off. No further complications were noted or anticipated.